Event description:
Broviac central line became occluded. Tpa (tissue plasminogen activator) was used times two in an attempt to clear the line. When this was unsuccessful, the line was changed out in the or and a piece of the catheter sheared off and lodged in the heart. It is unclear what surgical techniques were used as part of the catheter exchange. A cardiac catheter was performed to retrieve the foreign body from the heart. The patient did not have any complications from the catheter. The device may not have contributed to the event. It could have been surgical techniques that were used to remove or exchange the occluded catheter.